Manufacturer narrative:
Visual inspection under 30x magnification indicates j stiffener wire has fractured approx 11mm proximal of weld site. The proximal section of j stiffener wire measures approx 76mm and has migrated down lead body approx 33mm proximal of weld site. Approx 3mm of the proximal end of the j wire which fractured approx 11mm proximal of the weld site and remains attached at the weld site was rec'd protruding out of the outer polyurethane insulation approx 8mm proximal of the weld site. Visual inspection under 30x magnification also indicates lead was snipped or cut approx 16.5cm proximal of fixation helix housing electrode tip, with evidence of flared coil wire ends. It appears that the entire j stiffener wire was rec'd with all recorded measurements adding up to approx 87mm.

Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular, superior technique/tools: direct traction no complications.